Event description:
It was reported that the insulin pump was not alarming no delivery. The reported blood glucose reading was 17 mmol/l. Troubleshooting was performed, and the prime and self tests passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.